Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported that the cgm app shut off unexpectedly. Data was provided for evaluation. The reported event of unexpected cgm app shut-off was confirmed via data. The root cause was determined to be an app crash error.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported an app crash alert. It was determined the issue is related to the mobile application. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.